Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -4.00/2.5/089 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to low vault and lens rotation. The exchange resolved the problem. Cause was reported as patient related factor.

Manufacturer narrative:
Claim # (B)(4).